Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump shut off and stopped working. It was stated that the screen is completely blank and there were no alarms prior to it shutting off. Blood glucose value is 14 mmol/l. The device was not recently dropped, bumped or exposed to moisture. Customer stated the contacts on the battery cap are not missing or damaged and the battery compartment is neither damaged or corroded. Customer was advised to insert a new battery; the display did not return. Then removed battery for 10 minutes and clean battery cap; the display did not return. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates, no blank display, display anomaly or unexpected restart noted. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No damage inside pump noted.